Manufacturer narrative:
The device was not returned for investigation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, interactions with other devices or interaction with lesion calcification and tortuosity. Additionally, the reported rupture likely caused the reported failure to deploy (activation failure). It should be noted there was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a coronary artery intervention, a xience prime stent delivery system was advanced to the lesion without reported issue. During attempted stent deployment, the balloon failed to inflate, as if the balloon had a hole in it. The stent was not deployed, remained on the delivery system and was removed without reported issue. There was no reported adverse patient effect and no clinically significant delay in the procedure. Another xience prime was used to complete the procedure. No additional information was provided.